Event description:
On 8/28/01 gliatech received a letter from a consultant clinical specialist for sales and marketing. The letter described a visit that she made to a surgeon who reported that he had observed adverse events in five patients in whom adcon-l had been administered. Each patient developed a postoperative deep wound infection. The clinical contact for the doctor later indicated that it was "between five and eight" patients that had developed deep wound infection. She then stated that they had not observed other infections during the same time period and that she felt "pretty sure" they had "narrowed it down to one product [adcon-l]." A subsequent conversation with the clinical contact revealed that the events had occurred at least 3 months prior to the recall of adcon-l (january 2001). Patient 6- deep wound infection.